Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer (registered nurse) through emergency support program that while using cardiosave hybrid, type b plug intra aortic balloon (iab), when they tried to fill the balloon, the pump would not start and continued to alarm autofill failure. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions). It was reported that during use the cardiosave intra aortic balloon pump (iabp) had autofill failure. Patient involved and no harm reported. Mekayle, an rn in the ICU, called with an autofill failure. She stated they had tried to fill the balloon, however, the pump would not start and continued to alarm autofill failure. Verified this was not the same patient that spoken to another nurse about earlier in the shift. She stated this patient had been on the balloon pump for several days without issue. Advised her to verify there were no kinks in the helium tubing. When asked, she stated the pump had been in not pumping for approximately 15 minutes. Advised her call for an x-ray and get a replacement pump. Provided direct number to mekayle, and she stated she would call as soon as the replacement pump was on the unit. She called back approximately 10 minutes later. Mekayle stated the second pump filled without issue and was pumping appropriately. Encouraged her to call back with any issues. Mekayle was appreciative of the support. No repair information available. In future if we receive any repair information will reopen and update the investigation.